Manufacturer narrative:
Product analysis :at analysis it was determined that the liquid crystal display (lcd) of the external pulse generator (epg) was bleeding, the hanger assembly was worn and the battery clip required an update. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for routine service and repair, the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.